Manufacturer narrative:
(B)(4). Method: actual device evaluated result: wear problem conclusion: device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017 for service. Inspection of the device was performed on (B)(6) 2017 where the quality control inspector found the following: suction arm field action, suction arm loose, passed dry leak test, passed wet leak test, hole in # 1 remote control button cover, video image has a white or red dot, sn637 not applied. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on (B)(6) 2017. Parts replaced: insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), remote control button(1)pb_free.